Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 26-jul-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the patient couldn't feel or move their legs approximately 24 hours after being implanted. Once the implant was removed the patient was able to move their left leg, but the patient still has weakness in their right leg. It is unknown if any external, environmental, or patient factors that may have led to contributed to the issue. The ins was removed. The issue has not been resolved at the time of the report. The doctor noted that the issue could take up to 3 months to resolve. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's lead was also removed the day after implant (B)(6) (2019). The cause of the patient not being able to move or feel their legs was due to post-operative neurological deficits. The patient symptoms are currently being resolved through rehab. No further information was reported.